Event description:
The customer called and reported a centrifuge leak alarm and drive tube break during the pause in the buffy coat collection. No other alarms were reported. The clinical svs specialist (css) advised the customer not to return the blood to the pt as non sterile air has entered into the system. The customer aborted the treatment without blood return. At the moment of the incident, there was 118 ml in the treatment bag and 71 ml in the return bag. The pt's platelets count 190*10^9/l. The pt was reported ot be in stable condition. No transfusion was given. The customer asked if a tech was needed to clean the instrument, after discussion with technical svs the css advised the customer to call back if they did not manage to fully clean the instruments. The customer called back and stated the instrument was perfectly clean and the message "ready to prime" showed at restart of instrument. Thus no svc order was generated. The kit was discarded after treatment; however, the smart card and pictures were returned for eval.

Manufacturer narrative:
A batch record review of lot c147 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. No CAPA was initiated for complaint category, alarm #7: blood leak (centrifuge alarm). Drive tube leak/break was investigated through CAPA (B)(4). CAPA (B)(4) was closed. This assessment is based on info available at the time of the investigation. The smart card and photos were returned for eval. This analysis is in progress, and a supplemental report will be filed when the analysis is complete. (B)(4).